Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The electric dermatome was manufactured on july 3, 2008, and was over 8 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by medicrea revealed that the motor speed was low but within motor speed specifications. After disassembly of the neck the device operated above motor speed specifications. The entry calibration was not within specifications. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing and vespel sleeve bearing. The electric dermatome, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device "does not take the skin properly." No adverse events have been reported as a result of the malfunction.